Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that there was a poor air/water supply when using their evis lucera elite colonovideoscope. The procedure was an unknown diagnostic procedure, and it was completed successfully upon the replacement of the device, with a delay of 5 minutes. The customer later confirmed that they do perform inspections for use before the use of their devices, they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no other concerns about the reprocessing of the device. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device channel. The customer's originally reported issue of poor air/water supply was confirmed. The following additional findings were also noted: due to deformation of the scope cover water tightness is lost, distal end is deformed, body control unit cover is scratched, light guide lens is cracked, adhesive around objective lens is peeled, image guide protector is shaved, lock engagement lever has a scratch, lock engagement knob has a scratch, up/down and right/left knobs have scratches, paint on the scope cylinder is peeled, connecting tube has a scratch, paint on the air/water cylinder is peeled, switch 1 has a scratch, scope cover is scratched, switch box has a scratch, control unit has a scratch, due to clogging of the nozzle water removal ability does not meet the standard value, due to deformation of bending tube connection between bending section and passive bending section is not secured, adhesive on bending section cover has a chip, plate has a crack, due to wear of angle wire the play of up/down knob is out of the standard value, due to wear of angle wire bending angle in up direction does not meet the standard value, due to adhesive peeling on bending section cover insulation resistance value at distal end does not meet the standard value, switch 2 has a scratch, and due to adhesive peeling around objective lens, streak of flare appears in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.